Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport s set sil 6f IV reference (B)(4) from an unknown batch. Device history record as the batch number is unknown, no batch record review can be performed. Summary of investigations no device was returned preventing a thorough investigation. No pictures/videos of the complaint sample/observed defect were transmitted. Root cause without the involved sample, conclusive pictures/videos of the defect, and the batch number, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. The IFU specifies several recommendations to avoid this type of complication. Conclusion no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. Catheter disconnection is a known complication for which the complaint rate remains low. If a new conclusive element become available, the complaint will be reopened for further evaluation.

Event description:
"Celsite port catheter disconnected from the celsite port."